Event description:
It was reported that the patient's blood glucose level reached 27 mmol/l (486 mg/dl) with ketones of 1.5. The pod was worn between 25 and 36 hours. It was noted that the cannula dislodged from the site. The patient went to the emergency room (ER) at ysbyty gwynedd hospital but was not diagnosed or provided treatment. While at the hospital, the patient was monitored, and the medical staff changed the sensor, and a new pod was activated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.